Event description:
It was reported to MFR that the physician was experiencing difficulties communicating with vns pt's devices. Additional troubleshooting was performed and revealed that the screen was continuously freezing at different screens and communication with a demo generator was not able to be established. During troubleshooting, the programming wand was ruled out as the suspect device. The hand held and software have been returned to MFR and is pending the analysis findings.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.